Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The wearable was inserted into the arm on (B)(6) 2024 . No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.